Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer put a new battery but same thing happened overnight. The customer received a power loss alarm. The customer had received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.